Event description:
It is reported that the devices were implanted in 1999 and revised in 2009, due to permanent pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.